Manufacturer narrative:
(B)(6). This report is for one (1) unknown humeral nail. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to prominence of the implanted humeral nail. The original implant procedure, which was intended to repair a humerus fracture, was performed on an unknown date. Subsequently, the patient complained of nail prominence and requested removal. All of the original hardware, which consisted of a humeral nail and unknown screws, was successfully removed fully intact. The procedure was completed with no reports of patient harm or additional medical intervention. This report is for one (1) unknown humeral nail. This report is 1 of 2 for (B)(4).